Event description:
It was reported that burns were found on the patient forearm and elbow after surgery. The patient was seated in beach chair position. The arm was stored on the trimano arm holder and wound up. No further patient complications have been reported.

Manufacturer narrative:
Device investigation narrative - the returned device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode and screen wear with strong contamination/discoloration and scratch/scuff marks on the spacer and cap. The insulation on the shaft is scratched but not compromised. There are no manufacturing abnormalities visually observed with the returned wand. The wand was functional tested on a known good quantum controller and performed as intended. The suction line was tested and performed as specified. The device was recognized by the controller system as designed. No failure was found during the tests and no functional or manufacturing anomalies were identified. The complaint was not verified and the root causes could not be determined with certainty. A possible root to patient burnt is described in the corresponding IFU: (1) attach the suction adapter to the standard hospital suction equipment. Ensure that the roller clamp is open, and vacuum is in range of 200 mm hg (7.87 in hg) to 400 mm hg (15.75 in hg); (2) the controller will indicate if the wand is not connected to it. Note: the controller set point display will go to a default value. The maximum. Set point for each wand is limited; (3) the ranges of set points were chosen to ensure safe and effective operation. Use the recommended set point to achieve the desired end effect (4) insert the wand through the portal and place the wand against the tissue to be ablated. Caution: the rate and depth of tissue ablation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. (B)(4).